Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited ?cassette not properly attached. Reattach cassette" error. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated and the error was found in the event history log multiple times. The defective downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.